Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 27ga 1-1/2in was found deformed and discolored with a white substance on it before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported found 2 needles with discolored/white substance that is disfigured too".

Event description:
It was reported that the needle 27ga 1-1/2in was found deformed and discolored with a white substance on it before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported found 2 needles with discolored/white substance that is disfigured too".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 8331594. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.